Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had a problem with a leak in his insulin pump. The customer's blood glucose was not recorded. The customer stated that the leak is coming from the infusion set. The other problem the customer is having is with the adhesive not sticking to the inside of the quickserter. The customer did not want to speak to the helpline. No further information was provided.